Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the pvc procedure, optical issues with the tactisys resulted in a procedural delay. The ablation catheter was inserted into the heart chamber and connected to the tactisys and ensite, however the contact force value was not displayed on the ensite. The tactiflex catheter was reconnected to the tactisys, and the tactisys, ensite amplifier, and ensite dws were all restarted, but the issue persisted. The catheter was replaced but the issue was not resolved. The procedure was completed without replacing the tactisys and without contact force being displayed and with no adverse consequences to the patient. After the procedure, the issue was resolved by replacing the tactisys.